Event description:
Site reported superdimension ilogic system patient sensing issues. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of a patient injury, death or other serious adverse event. Event was communicated to superdimension on (B)(4) 2013.

Manufacturer narrative:
Code: superdimension has requested devices for evaluation and has not received anything to date. Superdimension is filing this MDR in an abundance of caution due to the risks associated with multiple exposures to anesthesia.